Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that they just flushed this one and its leaking where the catheter meets the clear plastic hub at the wings leaking and have to restart line. Verbatim: complaint via email. "I just flushed this one and its leaking where the catheter meets the clear plastic hub at the wings. Leaking and have to restart line."